Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump was emitting call service communication alarms. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2016 with the following findings: a review of the black box and alarm history indicated a call service 127 alarm occurred after (B)(4) 2016, indicating an incorrect battery type was inserted. Additional testing could not be completed due to inability to power on the pump. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and there was moisture corrosion on multiple internal pump components.